Event description:
The patient reported exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 model cm1100 power supply was returned. The external and internal visual inspections of unit revealed exposed wiring to the power supply, causing the unit not being able to power on.